Manufacturer narrative:
(B)(4). Batch # 306a59. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: did the patient experience any adverse consequences due to this issue? No. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an flap transplantation procedure and this case is from the health authority, that after the operation, it was found that one third of the scalpel was broken. The patient had entered the resuscitation room and contacted the bedside for radiography. When the radiologist came, he found that the instrument could not meet the requirements for oral and maxillofacial radiography, so he had to go to the radiology department for radiography. Therefore, he contacted the doctor to take radiographs with an x-ray machine in the operating room first, but no suspicious objects were found in the operation field.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2023. Additional information received: "relax pressure on blade" alert screen was displayed by generator during operation.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.